Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and the blood cultures were positive. It was also reported the patient had a fever and the device site was "unremarkable." The patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed, and no further patient complications have been reported as a result of this event.